Event description:
Based on the report, received at neomedical on (B)(6) 2009, " PICC placement was done in right saphenous vein of the right foot. Catheter advanced, good blood return. Introducer was peel-away type and when it was peeled off, the catheter was found to be severed. The inserted portion of the catheter was now no longer visible on the outside of the body. The remaining catheter was removed (B)(6) 2009 at another facility. The current status of the patient is good. No additional information has been made available. (B)(4).

Manufacturer narrative:
The 2.0 fr catheter is a silicone catheter and the IFU gives advice concerning the use of the product. The product IFU gives clear directions concerning use of catheter with break-away introducers / needles: it states "never attempt to pull the catheter back through a needle." The used sample was said to be available; however, to date it has not been returned to neomedical.